Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hemorrhage, soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with an unknown textured mentor gel breast implant had experienced right-sided hemorrhage and soft tissue necrosis postoperatively. The patient stated that the severe bleeding started on the same day of surgery, and reported that an artery had been knicked. She felt her breast was getting hot and swollen. The patient also lost consciousness intermittently shortly before the explantation surgery. In addition, the patient lost part of the right areola due to tissue dying. As a result, the patient underwent explantation and replacement with 350cc textured mentor memorygel breast implant, catalog # 3543507, right serial # (B)(4) on (B)(6)2006.

Manufacturer narrative:
Correction: the patient underwent explantation and replacement on (B)(6) 2006. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor received device details and additional event information. The patient was implanted with 350cc textured mentor memorygel breast implant when the right-sided hemorrhage occurred, which developed into a hematoma that was evacuated when the patient underwent explantation and replacement on (B)(6)2020. Manufacturer¿s reference number: (B)(4).